Event description:
It was reported that loss of capture and high impedances were observed. The device was explanted and replaced. The lead tested fine with the analyzer, but loss of capture was observed with the new device. Manipulation regained capture, but it was decided to replace the lead as well. No patient complications were reported as a result of this event. Additional information received reported the device was explanted due to routine eol (end of life).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. It was reported that loss of capture and high impedances were observed. The device was explanted and replaced. The lead tested fine with the analyzer, but loss of capture was observed with the new device. Manipulation regained capture, but it was decided to replace the lead as well. No patient complications were reported as a result of this event. Additional information received reported the device was explanted due to routine eol (end of life). No conclusion can be drawn capture, failure to impedance, high.